Manufacturer narrative:
Device has not been received from clinician as of (B)(4)2011 (B)(6) supplemental report, if relevant data becomes available, will be submitted to FDA.

Event description:
Event was reported from an international (B)(6) clinician that he observed what was identified as burns or scarring in the treatment area of a patient during a follow up visit. The clinician indicated there was no need to interrupt therapy or provide medical intervention. The clinical facility possesses three (3) cat. # 2778 intellect mobile combo devices, but could not be certain which device the therapy was provided. The device has not yet been received by djo for evaluation but it could be reasonably assumed that the device may have contributed to the adverse event.